Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the devices intermittently activating and deactivating the critical override every two minutes a technical support specialist verified that the system is currently stable without the need for assistance from pyxis tech support. The system functioned as intended after the technical support specialist troubleshot the device. Manufactures details kept blank since the given asset information found to be it infrastructure.

Event description:
It was reported by the customer that a pyxis medstation es system was pushed into critical override. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.